Manufacturer narrative:
The customer complaint, housings opened, was duplicated. Through visual inspection, the technician confirmed that the delrin ball was missing from the two housings. The first housing had broken hinges on both ends and a broken guide rail due to improper sterilization. The second housing had a broken hinge on both ends due to sterilization procedure that is inconsistent with the IFU. Device is placed in parts retention.

Event description:
The customer reported that the system 6 aseptic housings were opening up on several occasions. After return to the manufacturer facility, it was found that the delrin ball is missing from the latch mechanisms which can cause the housings to open up and expose the non sterile battery to the surgical site. There was no medical intervention or adverse consequences reported.